Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "blood loss and transfusion risk in robotic-assisted knee arthroplasty: a retrospective analysis", fifty (50) patients underwent total knee arthroplasty in the study eight-teen (18) patients were implanted with genesis ii, and thirty-two (32) pfc sigma. Six (6) patients experienced a blood transfusion after the tka procedure. It is unknown if smith and nephew devices were involved in the adverse event. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, in a literature review, that 6 patients experienced a blood transfusion after the tka procedure. It is unknown if smith and nephew devices were involved in the adverse event. This complication is not a failure of the product. No further information is available. Without clinical and patient specific information, a thorough clinical/medical investigation cannot be performed. The patients¿ outcomes beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. No details of the alleged fault or malfunction were provided, therefore no probable cause can be delineated. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).